Event description:
It was reported that the wake button was delayed in responding to touch, that there were unspecified touchscreen issues, and that the pump battery could not be charged without the customer maneuvering the cable into the charging port at a certain angle. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.